Event description:
The customer reported via phone call that she was unsure if the insulin pump was delivering insulin appropriately. The customer's blood glucose was 113 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer explained that when the insulin pump delivered insulin, she may have been detached. While troubleshooting, the customer stated the food bolus amount was incorrect. The customer was advised to speak with her healthcare provider and to treat her blood glucose per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.